Event description:
The patient's father called to report that his daughter let the pump completely use the battery power and when she tried to reboot the pump with new batteries it was giving replace battery messages although the battery indicator showed that the battery was fully charged. It is unknown whether the patient could use the pump's functions after rebooting it. There was no reported patient impact associated with this plan. Review of the pump history revealed several "replace battery" alarms from 8 pm to 10 pm on (B)(4) 2011.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The 3500a supplemental report submitted (B)(4) 2012 should have been detailed as "follow up #2" not "follow up #1".

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "replace battery" alarms recorded. On examination, there was a tear in the audio bolus button cover. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On testing, the audio bolus button had normal response. The battery compartment and battery cap were without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. All power currents were tested and noted to be within specification. The pump cover was removed for investigation and revealed moisture ingress affecting the internal motor wire.